Event description:
It was reported that during a percutaneous coronary intervention procedure, resistance was encountered and the guide wire coating was "coming off". The 300cm kinetix plus ptca guide wire was placed in an unknown vessel. An 8mm x 3.00mm quantum apex balloon catheter was advanced over the wire. The physician noted a "tacky feel" while removing the apex balloon catheter from the kinetix wire; however, the balloon was able to be removed from the wire. It was further noted that the coating of the guide wire may have peeled off. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
A specific root cause could not be identified. The customer was unwilling to provide information for further investigation.

Event description:
The user received questionable sodium results for one patient sample on the integra 800 analyzer serial number (B)(4). The initial result for sodium gave 133 mmol/l. The sample was repeated twice giving 139 and 140 mmol/l. There were no erroneous results reported and patient was not affected. The field service representative determined there was a defective sodium electrode and found a "bump" of material next to the flow path hole on the electrode. This bump looked to be plastic or a glue of some sort. When the o-ring from the adjoining electrode would press against this electrode, the bump would not create a good seal causing leakage. He replaced the electrode and ran performance tests to verify analyzer performance. The field application specialist could not determine a cause. She verified the calibration and quality control results and examined the sample. She found the sample was free of fibrin and debris. Precision testing, calibration and quality control were all acceptable and the analyzer was operating as expected and within specifications.